Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw 3.18e. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. Pump received with serial number label fading and end cap address label peeling. Test reservoir lock properly inside the reservoir tube.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.